Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information received, the investigation determined that the reported issues and treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR, the following information was provided: there was difficulty in attempting to deploy the stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the obtuse marginal with moderate calcification and moderate tortuosity. The 3.0x28mm xience sierra sds was advanced to the target lesion but the stent dislodged when the delivery system was pulled back. The dislodged stent was deployed using a small diameter balloon after several attempts in the target lesion. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.